Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient was re-implanted with a new system on (B)(6) 2020 and then re-explanted in (B)(6) 2020 due to complications after surgery. The patient was explanted due to possible infection, blood pressure and other systemic issues unrelated to the device itself but possibly resulting in part from surgery. The surgeon felt explant was the safest choice for the patient. The issue was not related to the operation of the system.